Manufacturer narrative:
Information was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: operative notes from both the primary and revision surgeries were provided and reviewed. The surgeon indicates in the revision notes he believes the issue to be intrinsic to the pt's soft tissues. Based on the available information, an exact cause for the reported stiffness cannot be determined. There are no indications, however, of product contribution. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient underwent manipulation and soft tissue release of the knee due to stiffness. The articular surface was then revised during the same procedure.